Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation from the garment running on the patient's feeding tube in their stomach. The patient developed an ulcer and then an upper gi bleed and the patient was hospitalized. The lifevest contact was irritating or exacerbating an existing condition patient was under a doctor's care while in the hospital and the lifevest was removed for 10 days and the patient's condition improved.